Event description:
It was reported that the patient experienced a fall approximately one (1) month following right knee arthroplasty, which resulted in a displaced tibial tuberosity avulsion fracture the required osteosynthesis. Since the fall, the patient has also experienced a partial patellar ligament rupture that required surgical repair as well as patellar subluxation and ultimately underwent a lateral release and articular surface revision three (3) years post-operatively to address the continuation of complications since falling. Attempts have been made, however, no additional information is available.

Manufacturer narrative:
(B)(4). D10: concomitant devices - unknown segmental tibial component catalog#: ni, lot#: ni, unknown segmental femoral component catalog#: ni, lot#: ni, unknown segmental articular surface catalog#: ni, lot#: ni. G2: report source - foreign: study was performed in denmark and reported by zimmer biomet switzerland. The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h6, h11. D4 - attempts have been made to gather all product identification information and no further information has been provided. The product could not be evaluated and the reported event was not confirmed. The device history records could not be reviewed as the lot number associated with the reported event is unknown. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.